Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "spent 3 hours yesterday in interventional radiology trying to snare 30cm of fractured groshong PICC out of the svc and heart of a patient, eventually managed to get the PICC out of the groin. This was a rsch PICC which had fractured on a ward when they tried to remove it so we could place a double lumen PICC for tpn." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed. One 4 fr s/l groshong nxt clearvue catheter with its two-piece connector and extension tubing was returned for evaluation. Repetitive kinking of the indwelling catheter with secondary tensile damage appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An initial visual observation revealed abundant blood use residues throughout the returned sample. A break was observed in the catheter between the 43 cm and 42 cm depth markings. A tactile evaluation of the catheter revealed tensile weakness along the proximal segment of the catheter. A microscopic observation of the catheter revealed the blue side of the catheter of each break site appeared to have rounded, polished edges. The clear side of each break site appeared granular. Fracture edges of the clear side of each break site appeared to be sharply formed. The catheter was observed to have an overall elliptical shape at the break site. The break has features primarily indicative of flexural fatigue, or cyclic kinking, along the catheter shaft. The break is likely caused by flexural fatigue with some tensile failure being secondary to the flexural fatigue. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "spent 3 hours yesterday in interventional radiology trying to snare 30cm of fractured groshong PICC out of the svc and heart of a patient, eventually managed to get the PICC out of the groin. This was a rsch PICC which had fractured on a ward when they tried to remove it so we could place a double lumen PICC for tpn. The PICC splits have all been internal and I have not been able to see them with imaging, I have detected the splits after removal." No other information was provided.